Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Explanting physician reported "rupture" against an unknown side device. The device has been explanted.

Event description:
Explanting physician reported rupture. Additionally, physician reported "change in the shape of the right breast; palpation does not determine the contours of the implant on the right". MRI and ultrasound performed. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified "broken shell" and "red particles in the shell." Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformances noted.